Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, customer experienced poor barrier separation on two (2) tubes. No patient or user impact reported.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, customer experienced poor barrier separation on two (2) tubes. No patient or user impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 16-mar-2025. Investigation summary: bd received three photos and 100 samples for investigation. Evaluation of the photos indicated poor gel barrier separation. The returned samples were investigated for gel defects, but no gel defects were observed. Additionally, 100 retained samples were visually inspected, and no gel defects were found. Complaints for sample quality for the month of march 2025 were not under statistical control therefore factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (poor barrier separation) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All gel visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation based on photo analysis. Corrective and preventive action has been opened to address sample quality issues complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.